Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported the pump won't allow her to press any buttons. Patient reported she removed the battery before the call and now she can't get the e8 (power interrupt) message off of the screen. Patient reported the buttons are not responding. Patient stated the issue is constant. Patient reported she inserted a new battery; pump doesn't work. No adverse event reported. Requested return of the alleged pump and cartridge for evaluation.